Event description:
Manufacturer follow up with the explanting hospital revealed the generator was discarded. In review of the programming data available for this vns device the reason for the pulse disablement due to eos (end of service) appears to be due to normal expected battery depletion based on the device settings. In review of the entire programming history for this device, the setting was programmed to 3/30/500/21/0.8 (36% duty cycle) on (B)(6) 2010, with an impedance value at the time at 2336 ohms. At a point in time between (B)(6) 2010 and the next interrogation ((B)(6) 2011) the duty cycle was increased to 41%. The next interrogation was not until nearly a year later, on (B)(6) 2011, where the output current was noted to be 0 ma. Review of the data in the decoder spreadsheet revealed that the device was disabled due to vbat<eos threshold, and the battery voltage measurement at the time the interrogation occurred was 2.116v. Comparing the device settings to the battery longevity tables included in the m103/m104 technical information section of the multi-part physicians manual indicate the end of service/pulse disablement is an expected event. Given that the device was not interrogated for about a year, the device likely disabled due to the battery voltage reaching the eos threshold some time prior to the interrogation on (B)(6) 2011, and the battery voltage had some time to recover to above the eos threshold, hence explaining the disablement due to eos. Although the device is not available to be returned for product analysis to confirm the eos condition, given that the information available for this device it appears that the device performed as intended in the field, and based on the settings and the estimated longevity at those settings, the device reached eos at a normal expected rate.

Event description:
During manufacturer review of a patient's vns programming history, it was noted that upon interrogation on (B)(6) 2011, a vbat<eos threshold message appeared, the generator was at 0 ma, and the end of service flag indicated neos = yes. The generator was replaced on (B)(6) 2011. It is possible the generator may have reached end of service prematurely. Attempts for additional information and return of the explanted generator are in progress.

Manufacturer narrative:
The premature end of service condition was incorrectly reported by the device manufacturer. No device malfunction occurred, and a review of the available programming data indicates normal device function. Analysis of programming history.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.